Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient began treatment with vancomycin injection (500mg, intraperitoneal, every 3rd day, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis, abdominal pain and cloudy pd effluent. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued. At the time of this report, the patient has recovered from peritonitis, cloudy pd effluent and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (500mg) for the event. Patient outcome and action taken with pd therapy were not reported. No additional information is available.